Event description:
In a literature article, the author cited a study in which a surgeon presented various events following shunt implantation: two cases of hypotony, one case of postoperative hyphema, eighteen cases of suture lysis, two cases of bleb needle revisions with mitomycin c. The study surgeon also presented four cases of categorized device failure that required subsequent surgical intervention after more than thirty months following implantation. No pt identifiers were provided for any of the cases presented. Additional information was requested. This medical device report is being filed to summarize the reportable data presented in the attached journal articles.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Device history record could not be reviewed because the lot or serial numbers were not provided by the reporter. No root cause could be identified by the investigation. Attempts to obtain additional information were made; however, the surgeon was unable to provide further information. Citations: kathryn b. Friedl, marlene r. Moster. Express shunt surgery: preferred glaucoma surgery in residency training - surv ophthalmol. 2012;57, 372-375. Travis j. Good, malik y. Kahook, assessment of bleb morphologic features and postoperative outcomes after ex-press drainage device implantation versus trabeculectomy. American journal of ophthalmology. 2010;09.004, 507-513. (B)(4).